Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a gastric procedure, when firing, the machine cut but the staples was not formed leaving the staples open without stapling. Delay of 1-hour. There was no additional intervention, no fragments were generated, and the procedure was successfully completed. There were no patient consequences.